Event description:
It was reported that during an unk procedure, the clips would not advance. Several clips were released and the instrument blocked almost at the beginning of the procedure. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Damaged cartridge cover. Eval summary: the instrument was returned with the cartridge cover broken off and missing, and empty. No further testing was performed. It is know from the history that cartridge cover condition would have caused malformed clips. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.